Manufacturer narrative:
An event of valve migration, dissection and patient death was reported. Information from the field indicated that the patient did have an acute aortic angle of 68.5 degrees and that the valve was implanted with 7-8mm depth. The field indicated that the patient has severe calcification around the vascularate which made procedure difficult to deploy the valve. The correct sized valve was implanted based on the patients annular dimensions. The field indicated that a valve-in-valve procedure was performed. Based on the medical review " this was a complex case with challenging anatomy with an aortic angle of 68.5 and lvot calcification; deep implants and non-uniform expansion necessitated repeated re sheaths (a total of 4) and the valve was deployed on the fifth attempt. The valve then embolized out of the annulus; it was snared and pulled up and a non-abbott tavi was advanced which interacted with the navitor in the ascending aorta and caused a dissection and hemodynamic compromise requiring urgent surgery and savr. The expired during the same hospitalization; despite this, patient remained unstable and expired on the following day. Please note the resheathing 4 times is not recommended by the IFU; it is likely that the multiple resheaths contributed to the embolization of the navitor. Additionally, the pre-dilation balloon size of 20 mm may have been too small to adequately prep the native valve to optimize navitor deployment. Ultimately, the embolization led to a cascade of events which caused the aortic dissection, urgent surgery and eventual death of the patient." The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the available information, the root cause of the reported incident could not be conclusively determined. Per the navitor instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. During procedure, the patient was under general anesthesia, and transthoracic echocardiography (tte) was utilized. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 20mm balloon. There was a little slip due to the effect of calcification with the pre-bav. On the second inflation, the balloon was expanded slowly and did not slip. It was reported that there was icicle-like calcification from the annulus to the left ventricular outflow tract (lvot), and calcification covered a third of the lvot. The valve capsule was advanced without issue, and the valve was deployed at a detention depth of 9mm. The depth was checked by aligning the lower end of the valve firmly with the left anterior oblique (lao) view, and the valve was re-sheathed. During the second deployment, the detention depth was 5mm, and there was non-uniform expansion (nue). The valve was re-sheathed. The same issue occurred on the third deployment. During the fourth deployment, the valve was deployed a little deeper in the lv direction, and the detention depth was 4mm. Nue was observed, and the valve was re-sheathed. On the fifth deployment, the detention depth was 4mm. The nue was still present, but multiple views confirmed that the cell was open. It was confirmed that each cell was dilated from the view seen from the ascending aorta side. The valve was kept at 80% deployment for about 5 to 8 minutes. The valve was released and unfolded slowly, and all three retainer tabs came off at once. The valve then gradually migrated up near the sino-tubular junction (stj). The final implant depth was approximately (-) 7mm to (-) 8mm. There was no hemodynamic compromise. The migrated valve did not block a coronary artery. The decision was made to snare the tab on the lesser curvature side with the snare from the right femoral artery. Then, a second non-abbott transcatheter valve was chosen for the second valve to perform a valve-in-valve procedure due to calcification in the stj and lvot. The second valve ran on the greater curvature side and got caught the upper part of the navitor stent. The navitor valve was pushed and caused a dissection that occurred near the lower end of non-coronary cusp side of the navitor. The patient went into shock and cardiac arrest. The second valve was retrieved. Percutaneous cardiopulmonary support (pcps) was started, and a thoracotomy was performed. The navitor valve was explanted, and the non-abbott transcatheter valve was implanted. The patient went to the critical care unit. Cardiopulmonary function could not be maintained with pcps, and on (B)(6) 2023, the patient passed away. The patient had a horizontal aorta at 68.5 degrees. The aortic annulus perimeter was 75.3mm. The valsalva diameter was 34mm. The valsalva sinus height was 18mm. The valve orifice area was 450 cm^2. The annulus diameter circumference was 75.3mm. The ascending aortic diameter was 39.9mm.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.